Manufacturer narrative:
The event device was returned for evaluation. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. Based on the description of the balloon popping during initial intake of the complaint, the event was not reported as it is unlikely to cause or contribute to death or serious injury. After engineering's observation of the returned unit and additional information received, the event was deemed reportable as there is potential for death or serious injury due to a portion missing from the cannula tip.

Event description:
Unknown procedure - balloon popped inside the patient and part of the balloon was not recovered. Additional information received from sales representative via email on september 28, 2016: "in talking to the staff in the room , I'm now hearing that it probably wasn't the product but the surgeon... The tech is sure that she nicked the balloon with an instrument." Additional information received from sales representative via email on october 20, 2016: "it was cff73 trocar. She did not find anything in the patient and patient is doing fine." Additional information received from sales representative via email on december 6, 2016: "I just heard back from the customer that the trocar you received was the one from the original issue. I guess the balloon never broke, just the cannula. The staff said it was hit with another instrument." Patient status - "patient is doing fine". Type of intervention - unknown.

Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. Upon inspection, engineering noticed fragmentation of the cannula tip; however no fragments were returned with the product. The customer stated that no fragments were found in the patient. The balloon was fully intact, which is contrary to the complainant's description of the event. Engineering leak tested the balloon, and the balloon did not retain air due to a leak in the check valve, a port on the cannula for inflation and deflation of the balloon. During the manufacturing process, all trocars are 100% visually leak tested and inspected prior to packaging. The root cause of balloon leakage is likely due to a check valve malfunction which occurred during inflation. The root cause of the cannula tip fragmentation is likely due to a combination of damage by instruments and lipid exposure. Although the root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.